Event description:
Pt contacted vistakon by email and reported an infection ou while wearing contact lenses. They reported they have had recurring infections ou. They wear two different products. They stated they first felt like sand was in their eyes and they went to their optomtetrist and was given antibiotic drops. They state they went to the ER on the weekend and was dx with iritis. They was referred to an ophthalmologist. Their antibiotic drops were d/c'd and they were rx with steroid drops. They rested from cl wear for 12 days and their infection recurred on the second day of lens wear. They then continuted their drops and did not follow up with the ecp. Their eye is now quiet but they are reluctant to continue lens wear. Sugested they follow up with the ophthalmologist. No additional info is expected.